Event description:
French customer received a reading of 0.69 g/l using their contour ts meter and 2.17 g/l with another meter. The difference falls in the "c" zone of the consensus error grid, which is considered clinically significant. No adverse event alleged. Customer was advised to return their test strips for eval. Replacement strips and new meter were sent.